Event description:
The customer reported that the system experienced an error, an immediate loos of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse confirmed system voltage to be operating within specification. The hard disk drives were reformatted and system software and calibrations were reloaded during the service event. The system was tested and found to be working as intended and returned to service.